Event description:
It was reported that during central processing, while placing an endoscope into a stainless-steel reprocessing tray, a burr on the underside of the tray cut a staff member¿s finger, causing bleeding. It is unknown how much bleeding occurred; however, the bleeding was resolved by applying a band aid. The tray had been in circulation prior to the reported event; and to prevent a recurrence of the event, the burr was filed off the tray.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc (isi) did not receive the reprocessing tray that was used during this reported event; therefore, failure analysis investigations could not be performed.